Manufacturer narrative:
Manufacturer's investigation report: review of the log file provided by the account confirmed a low speed event. Although a specific cause for this finding could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Furthermore, a specific cause for the patient¿s driveline infection could not be conclusively determined. The submitted log file contained data from 17:00:01 on 17sep2020 through 01:26:21 on 04oct2020, per the timestamps. On (B)(6) 2020, a low speed event was captured at 01:26:21 while the patient was connected to the power module, with a speed reduction as low as 7130 rpm (870 rpm below the low speed limit). This event resulted in a low speed operation alarm and appeared to be associated with a pi event. No pump stoppages were recorded throughout the log file. Excluding the low speed event, the pump operated above the low speed limit for the duration of the file, and the pump appeared to function as intended. The account reported that the cause of the low speed event was not identified. Immediately following the reported controller fault alarm (MFR report number: 2916596-2020-05237), the patient was noted to have palpitations and felt extremity coldness; however, these symptoms seemed to resolve after the controller exchange. It was also reported that the patient had been originally admitted to the hospital for infection treatment. The patient¿s antibiotics were changed from intravenous to oral on 13oct2020 and the cleaning solution at the driveline exit site was changed from chlorhexidine gluconate to iodine (MFR report number:2916596-2020-05356). The patient remained ongoing on vad support until 17nov2020, when the patient was readmitted for further low speed events. The patient ultimately received a pump exchange on (B)(6) 2020 (MFR report number: 2916596-2020-05887). The hmii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. Additionally, the IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2016. The heartmate ii lvas IFU, document 105747ja-jp, rev. B and the heartmate ii patient handbook are currently available. The hmii IFU lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The hmii IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Furthermore, the hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that technical services reviewed the log file and found one abnormal speed drop below the low limit prior to the data download that occurred while the patient was connected to the power module. There was insufficient data to determine the exact cause of this event at the time.